Event description:
It was reported that the patient had an inneraid device, implanted 19 years ago. This is an old prototype, which was not manufactured by med-el. The patient reported good performance with the device. However, since he has been implanted contralaterally with another manufacturer's device, he stopped using the inneraid device because of convenience. On (B)(6), 2010, the patient was reimplanted with a med-el ci.

Manufacturer narrative:
Since the concerned device was not manufactured by med-el, no device investigation will be performed. The device was likely explanted due to a technology upgrade, therefore, no further information is expected. This is a final report.